Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 unable to open. A field service engineer (fse) applied latch greasing procedure per knowledge article. All relevant hardware test application (hta) tests passed successfully. Customer confirmed full access to storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user stated that door 1 was unable to open. After attempted to recover the storage space, they noted that approximately 15 medications were stuck behind the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.